Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was confirmed for a loss of clamp function allowing continuous flow through the set. The root cause could not be determined. A batch review was not performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.

Event description:
A customer reported a transfer set that would leak, even when closed. No injury or medical intervention was reported.